Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic coiled device embedded within the fallopian tube') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure (batch no. A47943) inserted for female sterilisation. The patient's medical history included fatigue, sleep problem, dry skin, hair loss, tubal ligation, cholecystectomy, uterine dilation and curettage, sleeve gastrectomy, wisdom teeth removal, uterine bleeding, dyspareunia and endometriosis. Concurrent conditions included menorrhagia and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device and endometrial ablation to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion devices in place. Lot number: a47943, manufacturing date: 2012/09, expiration date: 2015/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic coiled device embedded within the fallopian tube') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure (batch no. A47943) inserted for female sterilisation. The patient's medical history included fatigue, sleep problem, dry skin, hair loss, tubal ligation, cholecystectomy, uterine dilation and curettage, gastrectomy, wisdom teeth removal, uterine bleeding, dyspareunia and endometriosis. Concurrent conditions included menorrhagia and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device and endometrial ablation to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion devices in place. Most recent follow-up information incorporated above includes: on 7-jul-2020: mr received. New reporter, lot number was added. Event medical device removal was replaced with embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('endometrial ablation'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and ablation). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020, quality safety evaluation of product technical complaint. On (B)(6) 2020, no new clinical information added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('endometrial ablation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and ablation). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.